Manufacturer narrative:
The device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 47mm in length and extended from a position 7mm proximal of the distal markerband to 7mm distal of the proximal markerband. The rated burst pressure for this device is 8 atmospheres as per xxl specification. A visual and tactile examination of the shaft identified no issues. A visual examination identified no issues with the tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 12-4/5.8/75 xxl vascular balloon catheter was advanced for dilatation in an arteriovenous fistula of radial vessel. During inflation, the balloon burst inside the patient's body. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Event description:
It was reported that balloon rupture occurred. A 12-4/5.8/75 xxl vascular balloon catheter was advanced for dilatation in an arteriovenous fistula of radial vessel. During inflation, the balloon burst inside the patient's body. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.